Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
On (B)(6) 2015, l4/5 xlif and l5/s tlif using concorde were performed. After inserting a cage in l5/s, when the surgeon slightly changed the angle of the inserter to adjust the position of the cage, it got broken. Due to the incident, the procedure was extended for 20 minutes. The broken cage was discarded at the facility.